Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered chronic pelvic and vaginal area pain, chronic bladder infections accompanied by fevers, severe pain during intercourse, worsened incontinence, urinary leakage, urinary retention, pain with urination, abnormal vaginal discharge, and pungent vaginal odor. No further info has been provided.